Event description:
The customer reported to olympus, an e226 scope communication error code was received when using the hd 3cmos camera head. The issue was found during preparation for use of a hysteroscopy procedure. There was no delay in the procedure and the aforementioned procedure was completed using a similar device. It was also reported that there was no injury or harm to the patient.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device tested okay. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.